Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil. The subsequent analysis indicated that these damages were caused by over rotation during the explant procedure. The deformation of the proximal shock coil resulted most likely from the explant procedure. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the inner coil of this lead was found to be deformed. No sign of a material or manufacturing problem was present.

Event description:
This system was removed because the patient was complaining of discomfort. The system has not been replaced at this time. The hospital retained the devices. Should additional information be received, this file will be updated.